Event description:
It was reported that during equipment testing conducted at the user facility, the device would continue to run and remain activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.